Event description:
It was reported the patient experiences increased pain with stimulation. As a result, the sjm representative provided the patient with two new programs which were unsuccessful in resolving the issue. Follow-up identified the patient turned the scs system off and will be consulting with the physician regarding a pain pump trial. The patient described the pain as a 'burning' sensation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.